Event description:
Customer reported that vrc129 did not identify antibodies in a pt who was later confirmed to have anti-c, e, cw, and anti-kell present in the plasma. In 2009, the pt's antibody screen was observed to be positive. The customer tested the sample with the panel and did not identify specificity. Based on these results, the customer crossmatched two donor units by a full cross match in gel and these two compatible units were transfused. A transfusion reaction occurred. Ocd's medical director has classified this as a serious injury. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Complaint was received post expiration of product. Batch review was performed and all in-process and qa release testing was within specification.